Manufacturer narrative:
The blade broke at the end of handle which had to be retrieved from the incision site on the pt. Broken sample blade returned and has been seen to MFR for evaluation.

Event description:
The surgical blade being used during shoulder arthroscopy reportedly broke near the handle and a piece had to be found and removed using forceps. Add'l info was requested, but was not provided.